Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional tests were performed. The product was in excellent condition. There was motor rate error in the event history log. An occlusion test was performed and the reported problem was duplicated. The leadscrew did not operate as intended. The root cause was deemed to be normal wear. Actions were taken to mitigate the reported issue: replaced leadscrew and clutch halves, performed occlusion test which passed.

Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.